Event description:
A 31mm amplatzer amulet (acp2) was deployed but the position in the left atrial appendage (laa) was not satisfactory. The acp2 was recaptured and repositioned. With the acp2 still attached to the delivery cable, the device prolapsed into the left atrium (la). The acp2 was difficult to retract into the 14f amplatzer torqvue 45 x 45 delivery sheath ((B)(4)), using fluoroscopy, damage to the distal end of the (B)(4) was ruled out. It is unclear if the acp2 was fully retracted into the (B)(4) sheath during the multiple attempts to withdraw and reposition the device. After multiple attempts to recapture the acp2, the device inadvertently detached from the cable inside the la. The (B)(4) sheath was used to stabilize the device and prevent the acpii from coming in contact with the mitral valve. The initial sheath was removed and observed to be damaged and inverted. A new 14f (B)(4) sheath was advanced over the cable into the la and a 45mm gooseneck snare (non-sjm) was used to attempt to snare the acp2. After successful snaring of the device waist, the device could not be retracted into the sheath due to the positioning of the snare. The customer commented that the lack of a hub on the acp2 disc made it difficult to snare it. The gooseneck snare¿s cable broke inside the (B)(4) sheath and a coronary balloon was passed distal to the fractured cable and inflated to prevent the distal end of the cable, which remained attached to the acp2, from embolizing into the la. The patient was referred for surgery to extract the acp2 and the gooseneck snare. Significant bleeding from the puncture site was reported. Final information provided noted the patient was stable in the ICU.

Manufacturer narrative:
The 14f tv45x45 sheath was received in the postmarket surveillance lab and decontaminated. The sheath was grossly examined, and contained four kinks. Measuring from the distal tip, the first, second, third and fourth kinks were 3, 8.5, 20.5, and 31.5 inches proximal, respectively. The sheath tip was found to be inverted. A test, 31mm acp2 was loaded into a test 14f loader and advanced through the returned sheath despite the damage, but was unable to be deployed due to the tip damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures the results of this investigation confirmed the tv45x45 sheath was kinked and the tip was inverted. There was no evidence to suggest there was an intrinsic defect in the delivery sheath and the cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).